Event description:
Radiopharmaceutical leakage from the side of the catheter. Catheter used in nuclear medicine.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation.

Event description:
It was reported that undisclosed bd nexiva catheter leaked. The following information was provided by the initial reporter, translated from portuguese to english: radiopharmaceutical leakage from the side of the catheter. Catheter used in nuclear medicine.

Manufacturer narrative:
H.3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3: and g.1: as the manufacturing site is unknown.